Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call having high blood glucose levels. The customer's blood glucose was 338mg/dl at the time of incident. Trouble shooting was performed and found possible under delivery of insulin. Customer forgot to fill cannula dead space and site is sore and irritated. Advised sending tubing clap to test possible occulusion. The insulin pump will not be returned for analysis.